Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Complaint sheet: report from the sales rep: laparoscopic assisted distal gastrectomy - "surgeon noticed dropping off of a portion of septum in patient's body cavity during ladg procedure. The debris has been completely removed from the patient without any problems." Initial investigation report by (B)(4) olympus: "the event unit along with a piece of black debris was returned to olympus and visually inspected. The debris almost coincided with the shape of absent part of the septum. The unit will be returned to (B)(4) for further evaluation. Please analyze this complaint phenomenon and review the device history record of this unit. Admin#(B)(4)." Patient status: "no patient injury."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering disassembled the seal and noted no damage to the duckbill; however, the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and matches where the hole in the septum is located. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.